Event description:
It was reported that (3) devices were used during an unk procedure. It was reported by the affiliate that the pmw35 devices don't leave the staples after stapling the skin. The skin was sutured to complete the case.